Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A technical service analyst reported that an a2079 mayfield infinity xr2 base unit has a broken knob. Additional information has been requested.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The knob assembly was received broken. A DHR review could not be performed at-this-time as the lot number or serial was not provided for the a2114 skull clamp, a2079 base unit or the 437a2400 swivel assembly knob assembly. All that was returned was the broken knob assembly 437a2409 which is not marked with traceable information. The complaint was confirmed. The investigation included outsourced material testing, stress engineering and fractography. The consensus of the investigation finds the most likely root cause of complaint event is user applied torque to knob in excess of material strength of screw thread or a combination of user torque and clamp support load exceeding screw thread strength.

Event description:
N/a.